Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from six months prior to open date and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the odor/smells issue is likely due to the vacuum pump oil. The field service engineer cleaned the oil and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref # (B)(4).

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer site. The vacuum pump oil had leaked onto the pan and the fse cleaned the area to resolve the issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor/smell emitting from the sterrad® nx sterilizer while running cycles. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.